Manufacturer narrative:
A philips remote service engineer (rse) interviewed the nurse onsite to evaluate the device in question. The nurse reported the patient's red alarm did not work correctly at bed# it903 / location 9 tower. She noted the alarms were generated but they stopped without the user silencing the alarms. The red alarm reminders were not working and there was a delay of red alarms being generated. The field service engineer (fse) remotely evaluated the pic lx clinical audit logs with the customer. The (fse) showed the biomedical engineer (bmed) and the nurse how to review the monitor's alarm setting configurations. The visual latching alarms were set up for both red and yellow; however, the audible alarms were only latching for red only and not yellow. The spo2 alarm yellow and desat alarm showed delays configured for 15 seconds. The (fse) reviewed the clinical audit logs with both the nurse and (bmed) and discovered the clinical audit showed many red alarms events generated and alarm reminders events occurred. The pic ix logs revealed the patient's red alarms were silenced. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
It was reported that the customer alleged that the red alarms are not consistent. Red alarms are generated, but the alarm stops without the user silencing the alarms. The device was in use at time of event, there was no adverse event reported.